Event description:
It was reported that the user received a dosing stopped alert when the ilet did not pair with the intended freestyle libre 3 plus sensor, and subsequent troubleshooting identified that the user had applied a freestyle libre 3 sensor that is incompatible with the ilet. Symptoms included no injury and no reported adverse physiological effects. Outcomes included discontinuation of ilet therapy and reversion to an alternative insulin regimen while awaiting compatible sensors. Investigation included customer interview, device use review, and user education on compatible cgm pairing. Investigation of this case revealed user application of an incompatible sensor, resulting in unsuccessful cgm pairing and dosing suspension. It was concluded that the event was attributable to use error related to incompatible cgm selection, with the ilet performing as designed by suspending dosing when no compatible cgm data were available.